Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created as observation does not meet the definition of malfunction as it was confirmed that the device was operating normally. The device was explanted due to normal battery depletion (nbd). Amending MDR decision to MDR=no report.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced hiccups and was feeling abdominal pain. Additional information received indicated that adjustments were done to the device for phrenic nerve stimulation. Subsequently, this crt-d was explanted due to normal battery depletion (nbd) and was replaced. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced hiccups and was feeling abdominal pain. Additional information received indicated that adjustments were done to the device for phrenic nerve stimulation. Subsequently, this crt-d was explanted and replaced. No additional adverse patient effects were reported.